Event description:
Customer was admitted to hosp for high blood glucose and myocardial infarction and possible ketoacidosis. Trouble shooting performed and programming was reviewed and appeared to be correct. Pt's nephrologoists requested call on pt's behalf. Customer currently in intensive care unit and unavailable to confirm events leading to hospitalization.